Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a hematoma was observed at the impella insertion site. The heparin infusion was paused, and manual pressure was applied for 20 minutes prior to patient transfer. The hematoma subsequently decreased in size and softened. On the same day, the patient was intubated and noted to be hypoxic with evidence of pulmonary edema. An echocardiogram revealed an ejection fraction of less than 20%, tapse of 1.1 cm, ivc measuring 1.3 cm, and impella depth between 1.5¿2 cm. Hypoxia and impella positioning were discussed with the physician, who confirmed satisfaction with the device placement. Plans were made to reassess hemodynamic data and arterial blood gases for potential ECMO evaluation. Sedation was initiated with propofol and midazolam. The patient was febrile at 39.4°c and exhibited possible seizure-like activity; levetiracetam (keppra) was administered. Later it was reported that the patient was in multi-organ failure with rising lactate levels and was deemed not stable enough for advanced therapies.

Manufacturer narrative:
The investigation for the reported hematoma, respiratory failure, organ failure, pulmonary edema, fever, hematuria has been completed. The device was not returned for evaluation. Additionally, clinical details were insufficient to determine the root cause. Therefore, the cause of reported events was not determined due to insufficient clinical details.